Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds during the follow-up two months post-implant. The physician increased the pacing outputs and scheduled a lead revision procedure. The cause for the high pacing thresholds was not determined. During the revision, the lead was attempted to be repositioned, but it was very difficult to make out the helix. The physician was not certain the helix was fully extended, so this lead was removed and another lead of the same model was implanted successfully. No additional adverse patient effects were reported.